Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they had an issue connecting to the implant. The patient mentioned the external device batteries were empty so they plugged them in however they still couldn't connect to the stimulator. The patient mentioned they saw green light on the communicator, and they couldn't connect to the implant. The agent advised the patientto unplug the charging cable from the communicator. The patient did not confirm if they were able to unplug the charging cable from the communicator and then started saying they were unable to connect to the implant. The patient said they would callback with their cousin for further assistance as they were having a hard time hearing the agent. The issue was not resolved through troubleshooting. The patient mentioned they would have a doctor's appointment on march 24 or 25. On 2026-may-13 additional information was received from the patient. The patient stated that the cause of the connection difficulties was them having a fall onto their legs, back, and thighs and needing to go to the hospital to get several mris. The patient saw their doctor in april and the doctor reset the device which resolved the issue.